Event description:
In 1972: bilateral subcutaneous mastectomy with silicone-gel implant reconstructions. In 7/1998: bilateral fibrous capsular contractures-painful. On 7/8/1998: bilateral capsulectomy with removal of old implants and replacement with siltex gel-filled mammary prosthesis. Right implant intact. Left implant intact.